Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the implantable cardioverter defibrillator exhibited auto mode switch due to the device undersensing several premature ventricular contractions. No programming changes were recommended at this time. There were no reported adverse consequences to the patient.